Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint has been re-opened due to product return and is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon set assembly it was noticed that a modular patella clamp was missing an o-ring type spring. This prevented the connected piece to stay together. The instrument won't engage and lock.

Manufacturer narrative:
The 966670 sp2 sigma inset patellar clamp associated with this report was not returned. A complaint database search against product code 966670 finds additional reports for disassembled canted coil spring. Supplier nc 007601 was implemented in may of 2010 to address disassembled canted coil spring components. The investigation could not draw any conclusions about the current reported event based on the lack of the product to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Continue to monitor per sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.